Event description:
The end user reported a skin breakdown to peristomal skin under the mass. She reports that the irritation burns and is red in color. She stated that it is located at the three (3) and (9) o'clock positions around her stoma. The end user stated that the irritation began approx three (3) months ago after she had a revision of her ileostomy. She stated that her stoma is now located in a deep crease. The end user is currently using a hollister one piece appliance (no add'l info was provided about the hollister product). The end user reported that she changes her appliance every day and sometimes twice a day. She stated that she cleans her skin with damp wash cloth; a non sting barrier wipe and then stomahesive powder. The end user was instructed on skin by using warm water, soap, rinsing and to then pat the skin dry. She was then instructed on crusting with the use of stomahesive powder and the protective barrier wipes; along with the use of eakin cohesive seals.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Case was forwarded to third party supplier. The supplier could not conduct a root cause w/o a lot number or a sample. Previously the supplier has suggested that it is possible that the user is not changing the appliance frequently enough and the skin irritation could be caused by stoma output eroding the seal and attacking the skin. They have recommended that the pt continues to use eakin seals, but changes appliance at the first indication of "stinging" or "itching" skin. No evidence that the product was not manufactured to specification. The product lot number was recorded as cno (could not be obtained) indicating no lot number was available. Twelve months of complaint history data was reviewed for this product. Based on the review, there were 6 cases registered for this complaint issue with this product icc number within the previous 12 months. It could not be determined if this product met specification. Trends will be monitored by the complaints committee.